Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fiber optic connector is broken. There was no patient involvement reported.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue during the pm replaced the broken fiber optic connector. The device passed all functional and safety tests according to factory specifications. The stm completed checkout and checklist has been performed.